Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that she had sought medical intervention since she has been experiencing itching and hives at the site of insertion. Pt's skin breaks out in hives while wearing the sensor. The allergic reaction originally started around the sensor's adhesion and has spread to the area around the back of the pt's neck. Pt has tried using benadryl but that did not help. Pt consulted with her physician who prescribed prednisone. At the time of her call to dexcom technical support, pt reports that prescription drug was helping a little but that she was still experiencing some skin irritation.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.